Event description:
The patient was taking oral baclofen and oral percocet in addition to baclofen and morphine via the pump. The patient experienced overdose-like symptoms, severe edema, and fatigue/tiredness. As of (B)(6) 2012, the patient was in an ICU in (B)(6); the patient was visiting from (B)(6). It was later reported that the patient also experienced hypotension. It was determined the symptoms were not related to the pump and no device troubleshooting was performed. The pump drug concentrations were unchanged while the pump rate was decreased by 20%: baclofen (500mcg) 124.91 mcg/day decreased to 99.93mcg/day; morphine sulfate 4.996 mg/day decreased to 3.997 mg/day. No pump refill was performed as a result of the event. The patient's symptoms subsided and the patient was discharged from the hospital.

Event description:
Additional information: it was reported that the patient also experienced shallow breathing. The symptoms were later found to be unr elated to the pump or therapy. The patient recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.